Manufacturer narrative:
The bone cancer contributed to the non-union of the bone. Also, it is important to note that nonunion is prevalent in the forearm due to the difficulty in maintaining full immobility. Arm movement during normal daily activity exposes the humerus and forearm to large bending forces as they act as levers. Therefore, it is often difficult to achieve bone union, especially when the bone defect is large with cancerous bone, as in this case. The nonunion caused fatigue failure of the exposed slim rod due to cyclic cantilever forces at the fracture site. The fact that there is no visible plastic deformation on the implant confirms the fatigue failure. Furthermore, review of the manufacturing files showed that all dimensional inspections and material mechanical properties were within specifications.

Event description:
A slim rod inserted into the right ulna of a 6-year-old patient broke at the nonunion site. The nail was implanted on (B)(6) 2019.